Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the whole system was scheduled to be replace on (B)(6) 2024 without any explanation. A company representative (rep) was at the hospital before the operation. The patient was experiencing tightness in her muscles and was concerned that the pump was not working as intended. The patient mentioned that she felt a "pool of liquid" in her abdomen at the location of the pump. The rep interrogated the pump, and it appeared to be working as intended on the tablet. The patient mentioned that the plan was to replace the catheter only. However, the physician saw only the pump connector was attached to the pump. The catheter tubing had detached from the pump connector. Action/intervention: he removed the detached pump segment, which was the existing 8784. Next, he went to the spine side and removed both the anchor and the tubing of the existing 8780 then implanted a new 8780 and confirmed the flow of csf on both the spine side and the pump side. He was able to successfully attach the new 8780 to the existing 8637-40 and suture the pump into the pump pocket. The patient is wheelchair bound. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history is spasticity. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 16-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6)implanted: (B)(6)2021explanted: (B)(6)2024 product type catheter section b5 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/m l at 1907.4mcg dose) via an implantable pump for unknown indications for use. It was reported that the whole system was scheduled to be replaced on (B)(6)2024 without any explanation. A company representative (rep) was at the hospital before the operation. The pat ient was experiencing tightness in their muscles and was concerned that the pump was not working as intended. The patient mentioned that they felt a "pool of liquid" in their abdomen at the location of the pump. The rep interrogated the pump, and it appeared to be working as intended on the tablet. The patient mentioned that the plan was to replace the catheter only. However, the physician saw only the pump connector was attached to the pump. The catheter tubing had detached from the pump connector. Action/intervention: the physician removed the detached pump segment. Next, the physician went to the spine side and removed both the anchor and the tubing of the existing spinal segment, then implanted a new catheter and confirmed the flow of cerebrospinal fluid (csf) on both the spine side and the pump side. The physician was able to successfully attach the new catheter to the existing pump and suture the pump into the pump pocket. The rep noted that an external/patient factor that could have contributed to the event was that the patient was wheelchair bound, but lived an independent life. The patient often had to contort their own body to complete daily tasks, such as getting dressed on their own. Outcome: the issue was resolved. It was noted that the hcp had no further information. The patient medi cal history included spasticity. The patient status was alive with no injury.